Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced erosion and discomfort. The physician decided to elect a transvenous device. A revision procedure was explanted and replaced. No additional adverse patient effects were reported.